Event description:
Complainant alleged that during biomed testing, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. However, after reloading the software the malfunction could no longer be duplicated. The system board was replaced as a precaution.